Manufacturer narrative:
A boston scientific technical services consultant explained the clinical observations were due to interaction with minute ventilation (mv) feature. The consultant instructed the caller to program off respiratory rate trend (rrt) feature as this can potentially detect the signal resulting in oversensing. The consultant also recommended further programming changes for this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that atrial tachycardia response (atr) events were observed due to noise and oversensing. Atrial impedance measurements vary between 600 ohms and 1300 ohms. No adverse patient effects were reported.